Event description:
On (B)(6) 2024, an ophthalmologist reported a patient (pt) in switzerland presented with contact lens (cl) associated keratitis after wearing acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses. The pt's symptoms (not provided) began when first wearing the brand starting in (B)(6) 2023 and continued "at the beginning of january. The pt has worn cls "for years, but from a different company" with which the pt had unspecified ¿problems.¿ on (B)(6) 2024, the ophthalmologist provided additional information. The pt experienced strong light sensitivity with pain after wearing the cls in both eyes (ou). The symptoms started on (B)(6) 2023, but the pt was seen initially on (B)(6) 2023. The pt was seen again for follow-up on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The pt was diagnosed with "suspected infection" with superficial punctate keratitis (spk) in ou. The pt was advised to stop wearing lenses and was prescribed floxal ampules without preservatives. The pt was instructed to use 1 ampule per hour for 24 hours in the left eye (os) and 1 ampule 5 times per day in the right eye (od) for 2 days. The pt was then instructed to use 1 ampule per hour only in the daytime for os and discontinue treatment for the od on (B)(6) 2023. The pt was then instructed to reduce treatment to 4 times per day and add floxal ointment 1 - 2 times per night on (B)(6) 2023, only for the os, continue for the next 2 days and then stop the treatment on (B)(6) 2023. The pt rescheduled the next follow-up appointment for (B)(6) 2024, due to holiday. The pt denied sleeping, bathing, and showering while wearing cls. The pt was advised to continue not wearing lenses. The pt retuned for follow-up on (B)(6) 2024 with strong light sensitivity and pain ou after wearing cls again. The pt was seen again for follow-up on (B)(6) 2024. The diagnosis provided was "suspected infection" with spk and stromal opacification in ou. The pt was "ordered to stop wearing lenses again." The pt used several cls while on holiday as the pt stated the eye care professional (ecp) told the pt "if the eyes are fine now then the pt can start wearing lenses again." Floxal ampules without preservatives were prescribed. The pt was instructed to use 1 ampule per hour for 24 hours in ou on (B)(6) 2024, 1 ampule per hour only in the daytime for ou and floxal ointment 1 - 2 times per night on (B)(6) 2024, 1 ampule per hour in the daytime for od and 6 times per day for os on (B)(6) 2024, 1 ampule per hour in the daytime for od and 4 times per day for os on (B)(6) 2024, 1 ampule 4 times a day for od and stop for os on (B)(6) 2024. The pt was then instructed to discontinue floxal ampules and add tobradex 1 drop 3 times per day in ou (duration not provided). The pt "still has corneal scars but these become lighter and better." The pt was advised to stop wearing lenses. The pt has a follow-up scheduled for (B)(6) 2024. On (B)(6) 2024, an additional attempt was made to contact the ophthalmologist for additional medical information with no success. On (B)(6) 2024, the pt provided additional information. All symptoms have resolved and the pt is allowed to wear cls. Corneal scars are present in ou (location and size unknown). The last follow-up appointment was (B)(6) 2024. The pt applied tobradex tid until (B)(6) 2024 and is no longer using the medication. An attempt was made to the pt for additional medical information on (B)(6) 2024 with no success. No additional medical information has been received. This report is for the pt's left eye (os) event. The report for the pt's right eye (od) event will be provided in a separate submission. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 6341300111 was produced under normal conditions. The os suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
H3 other text : suspect product was discarded.